Manufacturer narrative:
No data analysis was performed on customer's results since pt used strips that expired on 11/30/2010. Retained strip test records were reviewed and revealed that all strip tests that were performed did not replicate customer's observation. Since strips in complaint were expired, no trending is required. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.8, 2.8, 3.8, 3.4. Pt used expired strips ((B)(6) 2010). Pt's therapeutic range: 2.5-3.5.